Manufacturer narrative:
Final analysis found that a partial lead was returned. All the damage identified was consistent with that occurring at the time of the explant procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient presented to the emergency room after experiencing an appropriate shock for ventricular defibrillation. Upon interrogation, the right ventricular lead serial number (B)(4) exhibited low impedance measurements and it was noted that the device aborted therapy. On (B)(6) 2017 the physician elected to replace the right ventricular lead, it was during the explant procedure that the right atrial lead serial number (B)(4) dislodged and the physician explanted and replaced. The physician elected to also replace the left ventricular lead serial number (B)(4) during the procedure due to previous elevated thresholds and phrenic nerve stimulation. The replacement left ventricular lead serial number (B)(4) was placed but the physician had difficulty acquitting stable capture thresholds, so he elected to no longer use it and replace it. The patient was in stable condition.

Manufacturer narrative:
Correction: a complete lead was returned for analysis. No anomalies were noted.